Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4). Investigation confirmed the reported failure. The screen had a crack on the upper left side, the back case was cracked, and there was a dent on the outer covering of the screen. Both the top and bottom enclosure along with associated parts were replaced for damage. The display screen was damaged and the user interface (ui) board was replaced, after replacements and repairs, the device passed all tests and has all upgrades.

Event description:
It was reported by the customer that the device display is missing segments from the top half way down. There is no patient harm reported and no serious injury or death associated with this event.